Event description:
The pt received her scs system, including a surgical lead on (B)(6) 2011. It was reported the pt cannot increase stimulation past perception. Attempts to correct the issue revealed impedance issues with some of the contacts on the scs lead. An x-ray was performed and it was reported that there is a potential kink in the lead, 10 cm from the stimulation end. The pt's physician will determine if revision is next course of action. No further complications have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.